Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a hip arthroscopy procedure, while the surgeon was using the twin loop drill, the tip of the unit broke off in the patient's hip. It was further reported that the tip was retrieved by the surgeon.